Event description:
The customer observed falsely decreased architect creatinine2 results which questioned by the physician on several patients. The results provided were: patient 1: initial=1.42 mg/dl /repeated=4.05 mg/dl. Patient 2: initial=1.9 mg/dl /repeated=3.04 mg/dl. Patient 3: initial=1.74 mg/dl /repeated=2.56 mg/dl. Patient 4: initial=3.74 mg/dl /repeated=5.28 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed troubleshooting including repair of a waste hose leak. No additional discrepant result issues have been reported since the service activity was completed. The wash cup, sample (7-93131-02) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the wash cup, sample. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 serial number, (B)(6), or the wash cup, sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect creatinine2 results which questioned by the physician on several patients. The results provided were: patient 1: initial=1.42 mg/dl /repeated=4.05 mg/dl. Patient 2: initial=1.9 mg/dl /repeated=3.04 mg/dl. Patient 3: initial=1.74 mg/dl /repeated=2.56 mg/dl. Patient 4: initial=3.74 mg/dl /repeated=5.28 mg/dl. There was no reported impact to patient management.